Manufacturer narrative:
UDI # unknown. The actual complaint product was not returned for evaluation. The device history record for m5236t308 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the catheter came off from conical adapter. It was found after the second suction. There was no injury to the patient.

Manufacturer narrative:
The actual complaint product was returned for evaluation. One used sample without original packaging was received for evaluation. The catheter arrived detached from the cone adaptor. The components (catheter tubing and cone adapter) were viewed under uv light. There is visible evidence of application of solvent with optical brightener for the catheter. The cone adapter has the appearance of inconsistent adhesive application coverage. The root cause was identified as a lack of adhesive due to dispensing issues during the manufacturing process. Corrective actions have been implemented. A risk analysis was completed and based on the likelihood of event occurrence the overall risk remained within the same acceptable range. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).